Event description:
During the device evaluation, the flex video scope was observed to have a foreign object in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the following was determined: per the customer provided information, it is unknown if the user conducted device reprocessing in accordance with the instructions for use (IFU). Therefore, the foreign material and what caused it to remain in the device could not be identified. The event can be prevented by following the sections (gif/cf/pcf-290 series) outlined in the IFU as follows: operation manual: chapter 3 preparation and inspection- detection method reprocessing manual: chapter 5 reprocessing the endoscope (and related reprocessing accessories) ¿ preventative measures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.